Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was set to surgery mode prior to a lead replacement surgery on (B)(6) 2020. During intra-operative testing, the ipg went through a reset and all settings were wiped. Post-operatively, therapy was restored and the issue was resolved. The lead replacement surgery is documented on manufacturer report numbers 3006705815-2020-33187 and 3006705815-2020-33188.

Event description:
Additional information was received that ipg had entered service app state and troubleshooting by external device successfully recovered the ipg.